Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 28 events were reported for this quarter. Product return status: 1 device was received; 27 devices were evaluated based on historical data analysis. Additional information: 28 devices were not labeled for single-use; 28 devices were not reprocessed or reused.

Event description:
This report summarizes 28 malfunction events in which the device reportedly overheated. 18 events had no patient involvement; no patient impact. 10 events had patient involvement; no patient impact.